Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Attempts by emails and phone calls have been made to obtain, patient treatment settings, patient information, patient photo. Service engineer visited the facility and tested the device. He advised: "performed on-site inspection. Cooling is normal, recalibrates the hand energy, observes for half a day does not find the abnormal." Device malfunction wasn't the suspected cause of the adverse event. Since no essential information from the customer was received within period which is determined for reportability, lumenis is reporting this event to the FDA in an 'abundance of caution'. Should additional significant information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted.

Event description:
Lumenis received an adverse event report on a patient who sustained injury following treatment by m22 device and ipl handpiece.